Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl cannot be confirmed. It is possible that the borderline size of the native annulus (24.5mm for a 26mm sapien valve), fair image intensifier angle, and the severe calcification of the native aortic valve may have contributed to the event. In addition, per the implanting physician, the 60:40 ventricular placement of the sapien valve may have also contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the 26mm sapien valve was placed too ventricular, resulting in moderate paravalvular leak (pvl). A second sapien valve was subsequently implanted within the first, which resolved the pvl. The native aortic annular diameter was 24.5mm by tee. The native aortic valve was severely calcified. The aortic root was not calcified. The sinotubular junction (stj) diameter was 26mm. The patient¿s ejection fraction (ef) was 35%. The image intensifier angle was described as fair. The coaxial alignment of the valve and delivery system was described as good. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. Post deployment, the sapien valve was positioned 60:40 ventricular. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the pvl was the ventricular placement of the sapien valve.